Manufacturer narrative:
(B)(4). This complaint regarding air in the patient line during prime was a use error since patient did not complete the prime. The lot number is unknown; therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that there was air in the patient line. The technical service representative (tsr) inquired if the line had primed properly, and the home patient (hp) stated 'no', but she reportedly connected anyways. The tsr then assisted the hp to end therapy on the homechoice (hc) machine. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the air in line, the hp explained that she was new on the hc machine at the time and had not performed the setup appropriately. The hp added that she is doing fine. The hp confirmed that she had notified the nurse of this event, and was re-trained. The hp also confirmed that she did not have any injury or harm as a result of this incident. Per hp, there were no defects on the supplies. The hp stated that she is continuing therapy without any issues. The hp did not have the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.